Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had a no delivery alarm and that she was experiencing high blood glucose levels. The customer stated that she went to the emergency room with a blood glucose level of 500 mg/dl and was in a state of diabetic ketoacidosis. The customer stated that she had been experiencing high blood glucose levels all day and was also experiencing nausea, abdominal pain, and difficulty breathing. Blood glucose level at the time of the call was 464 mg/dl. The customer stated that she was still in the emergency room at the time of the call and that she was no longer on the insulin pump. The customer will not return the device for analysis.